Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no direct cause was found for high impedance. The patient did not report anything out of the normal. The rep met with the patient 3 days after the visit discussed in the initial report and they adjusted the active electrodes based on the impedance report so the patient was able to change their amplitude. No surgical intervention is planned at this time. The patient's doctor was made aware of the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)implanted: 2017-(B)(6)explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2017-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID, 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep saw a patient yesterday who was experiencing an oor. The rep believed oor occurred in the past week or week and a half. The rep performed an impedance measurement and found entire left side (0-7 >40,000 ohms) and electrode 12 on the right side was also >40,000 ohms. The rep is aware of electrode 12 being programmed and patient reported today of same oor issue with the program programmed with electrode 12. The rep plans on meeting patient again to reprogrammed and discuss with physician if patient needs lead revision. The rep did report good benefit with right side lead. No symptoms were reported.